Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2008; d314trg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the low thirties. During threshold testing, post pace t-wave oversensing (twos) and high impedance were observed with the right ventricular (rv) lead. In addition, the implantable cardioverter defibrillator (ICD) was found to be pacing below the programmed lower rate. It was further reported that the patient was transferred to another hospital for a possible lead revision. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.